Event description:
Reporter alleged obtaining a discrepant blood glucose result of 18 mg/dl back to back with a result of 16 mg/dl on the advantage system, when testing was performed within 10 minutes. Reporter stated that she drank water after the 18 mg/dl result was obtained and she was not experiencing any hypoglycemic or hyperglycemic symptoms. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.